Event description:
The end user reported during a patient transport the stretcher displayed an error 3 code and would not function. A backup ambulance and stretcher was called to complete the patient transport. There was no reported adverse effect or injury to the patient; however, it was reported a 45 min delay occurred.